Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission due to non-sustained right ventricular oversensing alert. Upon review, it was suspected that the right ventricular lead exhibited loss of capture. The patient was scheduled for clinic visit to further evaluation. No further information is available at this time.